Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and was treated with vancomycin injection (1g, intraperitoneal), amikacin injection (500mg followed by 100mg in one bag, intraperitoneal, discontinued) and imipenem injection (1gm in one bag, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was discharged from being hospitalized and was recovered from the event. On an unknown date, pd therapy was discontinued, pd catheter was removed and the patient was switched to hemodialysis (twice a week). No additional information is available.